Event description:
Allegedly broken during case.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Additional information has been requested. This report will be amended when the investigation is completed.